Event description:
Information received from the field notes an outer coil fracture and outer insulation breach. Further information received notes that the patient experienced muscle stimula- tion. Unipolar lead impedance was <200 ohms and bipolar lead impedance was 1271 ohms. Capture threshold was 4.5 v and sensing threshold was 5.4 mv.